Event description:
Procedure type: unk. Reportedly, a part of the instrument tip broke off an fell into the surgical site of the pt. However; the piece was retrieved without an increase of the incision and no delay on surgery time. No pt injury was reported.